Manufacturer narrative:
(B)(4). Product not returned for evaluation. Customer declined replacement . Customer is using another device. Most likely underlying root cause: mlc-28-there was not enough information to determine the mlurc test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer condition improved. Customer will returned the meter; they using another device.

Event description:
Consumer reported complaint for symptoms. Mother is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of not eating and feeling weak tired. Medical attention is reported as a result of the reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Mother stated that daughter was not eating and was very weak and tired. The ambulance was called. Mother stated that daughter was hospitalized but does not recall blood glucose meter or lab results. Mother stated that daughter was in the hospital and then transferred to a rehab facility from the months of (B)(6) to (B)(6). Mother did not know the exact dates of the hospitalization and/or the exact dates that her daughter was in sent to rehab. Mother stated that she no longer uses that meter and purchased a new one for her daughter. Mother did state that she would return meter for investigation. Mother chose not to disclose further information. The customer is not experiencing symptoms and no medical attention is required at the time of call. Daughter is no longer in rehab.